Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4). Csi ID: 12545.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a 75% stenosed mid right coronary artery lesion. Three treatments on low speed and one treatment on high speed were performed. Following treatment, imaging was performed and revealed a perforation. Balloon angioplasty was performed to resolve the perforation and the patient was sent for a bypass procedure. The patient was stable.